Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 due to sensor error, the mother was able to see something protruding from the insertion site. Patient's mother believes it may have been a portion of the sensor wire, and was able to remove it from the patient's skin. Patient experienced no discomfort. At the time of her call into technical support, patient's mother reports that patient is in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.